Event description:
It was reported by repair work order that the customer alleged that the foot end lift bars were cracked and needed replaced. Upon inspection of the unit by the service technician, it was identified that the foot section lift bars were damaged.

Manufacturer narrative:
Result: lift bars.